Event description:
It was reported via the sales rep that, " the constrained cup dislocated and the pt underwent a revision procedure for its removal and replacement. It is further reported that the larger of the two heads had 'popped' out of its constraints and the metal retaining ring fractured.

Manufacturer narrative:
Device eval anticipated, but not yet begun. If device becomes available with add'l info, a supplemental report will be issued.